Event description:
It was reported "cable was not sealed in package, this is a sterile product." There was no pt involvement with this complaint, found upon receipt of devices.

Manufacturer narrative:
The opened pouch has been returned for eval. When the quality engineer has completed his investigation, I will file a supplemental report.